Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the connector disconnected from the ett during use. Patient experienced desaturation to 20% requiring reintubation. It was reported no other resuscitation efforts were required. The patient's condition is reported to be fine.